Manufacturer narrative:
Product ID 3889-28, lot# va0qq0a, implanted: 2015 (B)(6); product type lead product ID neu_unknown_prog; product type programmer, physician. (B)(4).

Event description:
The consumer reported that he thought he was not getting enough sleep at night because, he was getting up too often to urinate. The patient was wondering if turning the stimulation down would be less disturbing for him. W he was in the hospital for a broken hip so he was on a catheter for a while. He was also "on the bottle," which was something he put his penis into to urinate, for a while so getting up to urinate was not a problem during this time. The patient did not feel anything unless they felt like they had to urinate. He spoke with the managing health care professional (hcp) about the concerns or about trying other programs. The hcp was away for another month or two. The patient wanted assistance decreasing stimulation and had to put new batteries in the patient programmer because it was not powering on. The patient was able to decrease the amplitude from 1.1 volts to 0.9 volts. This occurred in (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.